Event description:
He received a blood gluose reading of 348 mg/dl. A few minutes later, he retested and got a reading of 148 mg/dl the difference betweenthe readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events. Control solution will be sent to the customer in order to further troubleshoot the meter.